Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report(s): 0001825034-2018-04693, 0001825034-2018-04694, 0001825034-2018-04695.

Event description:
It was reported the patient experienced swelling 14 months post-implantation. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04693 - 1, 0001825034 - 2018 - 04694 - 1, 0001825034 - 2018 - 04695 - 1.